Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device lost image for 30 seconds during a procedure. There were no adverse consequences as a result.

Manufacturer narrative:
Alleged failure: "distributor engineer reported that customer had a drop in signal to both system monitors a number of hours into a surgical case while in use. [Update full loss of image, initially for 5-10 seconds then again for a longer period of 30 seconds. Slight delay while another stack system was brought in to complete procedure, 5 minutes. No medical intervention needed. Wifi on hub isdeactivated. No other synk 4k units on site. The type of cable used was hdmi 1.5m". Conclusion: reported failure mode was partially reproduced during investigation; synk 4k transmitter experienced wireless connectivity issues during testing. Comparison of wireless metrics from st logs downloaded from both the transmitter and test receiver indicate potential hardware malfunction with the transmitter wireless module. While both wired and wireless video loss were not encountered during testing, logs do indicate a possible correlation with wireless issues. In general, transmitter video loss issues on the wired hdmi loopout are usually unrelated to any underlying wireless issues due to different hardware modules involved, but due to the correlation of timing between logged video interruption events and wireless connectivity errors, probable root cause may be due to an underlying hardware fault that is affecting both wireless connectivity and video processing functions. Other possible causes of intermittent wired video loss include: video source malfunction. Loose/damaged hdmi cables. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device lost image for 30 seconds during a procedure. There were no adverse consequences as a result.